Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of mitral stenosis and heart failure as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. Based on available information, a cause for the reported mitral stenosis could not be determined. The cause of reported heart failure was due to mitral stenosis, and the pleural effusion was due to heart failure. The reported required medication and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Patient ID: (B)(6). This is filed for mitral stenosis. It was reported that this was a mitraclip procedure, performed on (B)(6) 2021, treating functional mitral regurgitation (mr) with a grade of 4+. One clip was implanted and the mr was reduced to grade 1+. Post procedure mean pressure gradient was 4 mmhg. On (B)(6) 2021, the patient was re-hospitalized with mild decreasing of renal function related to dehydration. Exercise stress echocardiogram noted mitral stenosis of 8 mmhg and chest x-ray noted pleural effusion. Heart failure, related to worsened mitral stenosis was diagnosis. Additionally, the pleural effusion was determined to be related to the heart failure, which was related to the mitral stenosis. Diuretic medications were administered and the patient condition improved. The patient was discharged on (B)(6) 2021 without symptoms. The mean pressure gradient was noted as 3-4 mmhg during rest, but increased during exercise. No additional information was provided.